Event description:
The patient received his scs system, including an ipg, on (B)(6) 2006. It was reported the pt can no longer establish telemetry with his ipg when using the charging system. A new charging system was sent to the patient. Multiple attempts were made to f/u with the pt regarding the reported issue; however, no add'l info was obtained. According to the MFR's device registration system, the ipg remains implanted. No further pt's complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.